Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One wet irrigation aspiration (I/a) manifold was visually inspected, and no obvious defects were found. The infusion sleeve was returned. The cassette and manifolds were not returned. Lab stock was used to test the I/a manifold. A calibrated console representing the current software version was used to test the sample. He samples could prime and tune with the ultrasonic handpiece, the 0.9- millimeter (mm) aspiration bypass system (abs) tip from the lab stock successfully. No detached or leakage was detected between the irrigation and the handpiece. The I/a tubing and luer connectors to the handpiece were found to be in good condition. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. We were unable to replicate the customer's experience during laboratory evaluation. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the irrigation connector disconnected immediately from the handpiece during the surgery. The surgery was completed after replacing the irrigation line. There was no patient harm. The procedure type is unknown.